Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. An unknown volume of solution remained in the bladder of the device after infusion was to be completed. The device had been filled with unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.